Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After six months of implantation inappropriate shock therapies were sustained by the pt. The physician reported that he found unstable (normal or <200 ohms) impedance and continuity measured values. During the implant revision, the psa measurements were also unstable. Another device was subsequently implanted.